Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: a.2, a.4, b.3, b.5, b.6, d.1, d.2a, d.2b, d.4, d.6b, e.1, h.4, h.6.

Event description:
Healthcare professional reported capsular contracture baker grade unknown and "rupture". Later healthcare professional reported "implant was found not ruptured" and capsular contracture baker grade greater than 3. This record is for the left side. Device was explanted and replaced with a non-abbvie device and was discarded.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported capsular contracture baker grade unknown and "rupture". This record is for the left side. Device status unknown. It is unknown if device will be returned.